Manufacturer narrative:
Evaluation pending receipt of device.

Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
As this product was not returned for evaluation, the failure mode could not be confirmed. Device not returned to manufacturer for investigation.

Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.